Event description:
This is a follow up report to correct some misinformation. A formaldehyde spill- presumed 37% occurred in this dialysis facility. Two sources were identified- a leaking seal on a reuse cart and a spill down the back of a shelving unit. The unit was evacuated but no one was sent to the hosp.